Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported there was an alarm heard and confirmed by telemetry. The alarm was a critical alarm due to motor stall which was noted to have occurred at 06:05 on (B)(6) 2014. The pump ¿started itself back up¿ at 11:08 on the date of the report. The next day it was reported that the pump had stalled again, but this time it had not recovered. There was no known reason for the pump stall. An MRI was mentioned, but it was later reported the stall was not due to the patient having an MRI or other procedure. It was reported the patient had been hanging magnets on the refrigerator. A (B)(4) study was done and confirmed the stall. The patient experienced unspecified underdose symptoms. It was later reported that surgical intervention was required to explant and replace the pump. The product issue was resolved but the cause of the issue was not determined. The patient status as of (B)(6) 2014 was ¿alive- no injury.¿ it was first reported the system was being used to deliver hydromorphone (dilaudid) but it was also reported the system was being used to deliver morphine. Follow-up is being conducted to determine the patient outcome. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
Analysis of the pump found a motor gear train anomaly. There was a stall due to shaft bearing as well as corrosion and/or wear and/or lubrication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.